Event description:
It was reported to philips that the device is not turning on. The remote service engineer (rse) evaluated with the assistance of the customer and confirmed the reported problem. The rse advised the customer to replace the power pca to resolve. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca. The customer confirmed the replacement of the power pca and that is resolved the reported problem. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device is not turning on. There was no patient involvement.